Event description:
It was reported that an occlusion alarm occurred. A supply change was performed, resolving the occlusion. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer cleaned the speaker holes and cleared the alarm. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.